Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer had failed to open and required maintenance. The customer tried to reboot and recover the door, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door failed. The field service engineer (fse) opened the latch column, identified a loose harness cable connected to the monitor switch, cleaned the mini switch using a bristle brush, reseated the harness cable onto the switch, and validated functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.